Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Surgeon was implanting a variax 2 short left medial column plate (626771(s)) and when implanting the distal compression screw going into the metatarsal the screw tightened but then pushed through the plate surface. The screw being used was 40-35018, 3.5x18 non locking bone screw. The remaining screw holes in the plate provided adequate fixation and the case was complete successfully.